Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The longevity readings had decrease from four to three years, over the course of six months, in between follow-up appointments. Review of device data by boston scientific technical services (ts) and engineering confirmed there was a slight increase in power consumption of 5 microwatts over the past year. The data provided was insufficient for ts and engineering to determine whether the increase in power was in response to patient/therapy factors or a true device malfunction. Given the current rate of depletion, elective replacement indicator will be triggered within two years. The pacemaker remains in service and no adverse patient effects have been reported.